Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the single use loading unit (sulu) was fully applied. The knife assembly and white sleeve were disengaged. Additionally, the knife blade assembly was bent. The pusher thumb piece was intact. Functional testing was precluded due to the observed damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition occurs when the firing handle is over retracted prior to firing. Replication of the damaged knife blade assembly condition may occur if excessive force is applied to advance the firing knob during application over a thick tissue. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a distal gastrectomy, the cartridge was attached to the stapler, and when an attempt was made to fire the device on the stomach, the staples came out by firing, the knife was not pushed out. The device could not be used. As far as the sample was seen, most of the staples have been fired. The procedure was completed with another device. The surgical time was extended by less than thirty minutes. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a distal gastrectomy, the cartridge was attached to the stapler, and when an attempt was made to fire the device on the stomach, the shaft pushing out the knife and the staples broke, and the device could not be used. As far as the sample was seen, most of the staples have been fired. The procedure was completed with another device. There was no patient injury.